Manufacturer narrative:
(B)(4). The device was returned for evaluation. The screw that connects the locking lever to the handle of the inserter is missing. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion surgical procedure. It was found that the rod inserter locking mechanism was broken and would not grasp the rod. The rod was loaded onto the inserter and easily pulled off by the surgeon during testing. No patient complications were reported.